Event description:
The customer reported the device was having alarm problems from the device. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. (B)(6).

Manufacturer narrative:
The field service engineer (fse) went for onsite service and carried out an alarm check. Fse removed the yellow alarm from popup bed to bed monitor as requested by the site department. Based on the information provided in the case, the device was operational and returned to use after the system configuration was changed as requested by the customer.

Event description:
The customer reported the device was having alarm management problems - a yellow banner was displayed on the device. The device was in use at time of event, there was no adverse event reported.